Event description:
It was reported that the patient received an alert for low rv lead impedance. The impedance was reported to be 164 ohms. No out-of-range impedance measurements were trended. The notifier was re-enabled and the patient was sent home. The notifier triggered a second time for out-of-range impedance.

Manufacturer narrative:
Na